Event description:
It was observed that during the device evaluation, the colonovideoscope had a foreign object is causing a blockage in the forceps channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: instructions for use states the detection method in operation manual chapter 3, preparation and inspection. Instructions for use states the preventative measures in reprocessing manual chapter 5, reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.